Event description:
Reporter indicated a patient had high lead impedance results with vns systems diagnostics testing on (B)(6) 2012. The patient was also not feeling the vns stimulation. The reporter declined to disable the vns, as was recommended by the manufacturer, and increased the vns pulsewidth setting as the patient was experiencing increased depression. It is unknown if the increased depression is above, below, or at pre-vns baseline levels. The high lead impedance is felt to be due to fibrosis at the vagus nerve, as the reporter can feel scarring under the skin at the nerve site. The patient was barely able to feel the vns stimulation following the increase in the pulsewidth setting. The increased depression and high lead impedance are believed to have occurred sometime between (B)(6) 2012, as the patient was last seen on (B)(6) 2012. X-rays were performed per the reporter which did not show any obvious anomalies. Approximately one week after the vns settings were increased on (B)(6) 2012, the patient had improvement in her mood. The reporter may consider leaving the vns implanted if the patient's mood continues to improve. The patient was seen by a surgeon, and it was felt there was not a need to remove the fibrous tissue in the patient's neck. Attempts for further information are in progress.

Event description:
Reporter indicated there are no plans to replace the vns at this time. The plan of care is to continue to monitor the patient with the vns enabled. The patient's increased depression has completely resolved, and vns stimulation is now perceived. The increase in depression and the patient not feeling stimulation are felt to be due to the suspected fibrosis, which is believed to be causing the high lead impedance. X-rays were received and reviewed by the manufacturer. The film quality was poor, and no generator views were provided. No obvious lead anomalies or frank breaks are noted in the one available view. The cause of the high lead impedance is not apparent in the x-rays, but may be due to a possible break in the lead body not seen on the x-rays, or may be due to the pin not being adequately inserted, or fibrosis

Manufacturer narrative:
Device failure is suspected.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.